Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a sync issue. The technical support specialist backed up database, launched (B)(4) and ran command, selected (B)(4) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the system showed zero count for diazepam 5mg tablet but in interface to cii safe, there are counts for diazepam 5mg tablet. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.